Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of irregularities on the surface of the catheter tubing is confirmed and was determined to be supplier related. Forty-one 4 fr single lumen powerpicc solo catheters were returned for evaluation. The catheter tubing of each sample was felt along its length and very small bumps were found on the surface of the catheter tubing of each sample at various locations. A microscopic observation revealed a small number of small bumps/blisters on the surface of the catheter tubing of each sample. Some of these bumps were observed to be the same color as the catheter tubing, and some of the bumps were observed to be a dark blue color. Some of these bumps were very small and others were relatively large. These bumps appear to be irregularities in the material of the catheter tubing, likely caused by variations during the extrusion process. Photographs of the samples have been sent to the manufacturing site for further evaluation and the supplier of the catheter tubing has been notified. Additionally, a recall has been issued related to the extrusion process of this product and the batch number of the returned catheters was determined to be within the scope of this recall. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported opened unused piccs have irregularities. No patient contact. It was reported this occurred with forty one devices. This report addresses all forty one devices. 08/13/2025- it was found during an investigation very small bumps that appear to be irregularities in the material of the catheter tubing.